Event description:
It was reported that tandem mobi pump battery would not charge even though pump was placed on charging pad with all standard charging components and a working wall outlet. There was no reported impact to the customer¿s blood glucose level. Customer tried leaving pump on charging pad for extended time without success, then switched to different charging cable, wall adapter, and charging pad from another mobi pump, after which pump began charging and no further assistance was required.